Event description:
It was reported that there was an alert for a high out of range shock lead impedance (sli) on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d). The sli trend measured at about 125 ohms. Noise was noticed and it was not oversensed. Technical services recommended isometrics and pocket manipulations to see if the noise was reproducible. However the patient did not show up for the follow-up appointment. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that there was an alert for a high out of range shock lead impedance (sli) on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d). The sli trend measured at about 125 ohms. Noise was noticed and it was not oversensed. Technical services recommended isometrics and pocket manipulations to see if the noise was reproducible. However the patient did not show up for the follow-up appointment. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.